Manufacturer narrative:
Product event summary #does not meet reporting criteria. Hence not reportable in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter could not pass through the pull apart sheet or flow guard. There was no reported patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.